Event description:
It was reported that during an unk procedure, after firing and cutting (two strokes) the staples remain stuck to tissue. This happened twice with two reloads with two surgeons same stapler. Also the stapler did not fire across fully. Unk how case was completed. There were no adverse consequences to the pt. Add'l info rec'd: the staples did not form a b-shape. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.